Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a failed hardware message and the drawer was not recognizing cubies, was ejecting cubies, and repeatedly failing the entire drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had failed. A field service engineer (fse) found a failed cubie and two cubies that were not appearing in the application. The row board cable had already been remediated. The fse replaced the drawer board, but drawer 4.2 still did not appear in the application, even though all components showed correctly in hardware test application (hta). The drawer controller board was then replaced, and the drawer was tested in hta. The rx technician subsequently tested the drawer and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.